Event description:
General report received of an unspecified number of undocumented incidents or air in the syringes of monitoring kits. It was reported that during patient use, contrast media was drawn into the syringes and air was noted in the syringes. The syringes were replaced, the air was purged from the lines and the procedures were completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.